Manufacturer narrative:
The local area field representative was contacted for additional information, however, at this time no further information is available.

Event description:
It was reported that this device system exhibited high out-of-range (oor) pacing impedances on the non-boston scientific right ventricular (rv) lead, measuring greater than 3000 ohms. It was noted that no noise was observed, however, the pacing thresholds had increased. Boston scientific technical services (ts) recommended further evaluating the rv lead. This device system remains in service. No adverse patient effects were reported.